Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived in emergency room, foley catheter just felt out that morning. Patient had urology surgery last week on (B)(6) 2024, went home with a foley. Urologist requested a replacement foley. Emergency room nurse noticed the foley that brought from home did not have the tip intact. Palpated the penis, and all they could feel the catheter within the urethra. Physician assistant gently worked on broken catheter to where it was visualized and removed without complications. They had to surgically remove broken catheter from patient. New intact foley was inserted without complications.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate design". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived in emergency room, foley catheter just felt out that morning. Patient had urology surgery last week on (B)(6) 2024, went home with a foley. Urologist requested a replacement foley. Emergency room nurse noticed the foley that brought from home did not have the tip intact. Palpated the penis, and all they could feel the catheter within the urethra. Physician assistant gently worked on broken catheter to where it was visualized and removed without complications. They had to surgically remove broken catheter from patient. New intact foley was inserted without complications.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate design". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived in emergency room, foley catheter just felt out that morning. Patient had urology surgery last week on (B)(6) 2024, went home with a foley. Urologist requested a replacement foley. Emergency room nurse noticed the foley that brought from home did not have the tip intact. Palpated the penis, and all they could feel the catheter within the urethra. Physician assistant gently worked on broken catheter to where it was visualized and removed without complications. They had to surgically remove broken catheter from patient. New intact foley was inserted without complications.